Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to fluid loss from the balloon. The cuff came out first and upon removal of the balloon a bleed started that the physician could not locate. A vascular surgeon was called it to locate the vein and stop the bleeding. The device was then removed, but no replacement was implanted. The procedure was then cancelled. There were no additional patient complications.